Manufacturer narrative:
A ge healthcare service representative performed a checkout of the unit and confirmed the reported issue. The ac power was removed and battery connections were verified. Allowed unit to sit unplugged for approx 10 minutes. Turned unit back on, no error messages were displayed. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit displayed "internal system error may shut down" and "no battery backup" on screen. There is no report of patient involvement.